Event description:
A nurse reported, a surgeon had two thermal injuries occur. The surgeon stated, he had two wound burns. They both occurred when the system was blocked with a brunescent cataract. The surgeon now has the assistant douse the wound during those cases. The surgeon has began using the sidewinder tip and this has helped quite a bit. He has only used it twice, but did not get an occlusion on either case. The surgeon thinks, the combination of viscoelastic and a brunescent lens requires special attention. Add'l info was requested. In response to a questionnaire sent to the surgeon for f/u, the surgeon indicated he is not interested in being contacted about info he reports on the blogs with his colleagues.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, 11/1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).